Event description:
In 2000, a pt (#1) had undergone a microlaminectomy and discectomy at l3-l4. In addition to adcon-l, gelfoam was applied and the wound was irrigated with antibiotic solution and marcaine. 8 days later, the pt presented with fever, pain, and wound drainage. The wound exudate was cultured and grew klebsiella oxytoca. The pt's symptoms continued and in 2001, the pt was admitted to the hosp and underwent an incision and drainage. The fluid was cultured and again grew klebsiella oxytoca. The pt was discharged 10 days later. The medical record does not note any add'l treatments, but the surgeon stated that the pt was still being treated with IV antibiotics (per conversation in 2/2001). The start date or specific antibiotic used for treatment was not provided.

Event description:
In 2000, a pt (#2) had undergone a microlaminectomy and discectomy at l5-s1. In addition to adcon-l, gelfoam was applied and the wound was irrigated with antibiotic solution and marcaine. In 2001, the pt complained of a discharge described as "blood" for the previous 8 days. The pt had been receiving keflex (start date not recorded on medical record) without improvement. A culture of the wound exudate was performed 15 days post operation. The culture grew staphylococcus coagulase negative. The pt's symptoms continued and 19 days post-op initial surgery, the pt was re-admitted and underwent an incision and drainage. The fluid from the wound was cultured and this time showed no growth. The pt was discharged 8 days later. The medical record does not note any add'l treatments, but the surgeon stated that the pt was still being treated with IV antibiotics (per conversation in 2/2001). The start date for antibiotic treatment (keflex) was not provided.

Event description:
In 2001, a pt (#3) had undergone a microlaminectomy and discectomy at l4-l5. In addition to adcon-l, gelfoam was applied and the wound was irrigated with antibiotic solution and marcaine. 9 days later, the pt presented with fever, chills and vomiting for the previous 3 days. The surgeon had seen the pt 2 days ago and prescribed keflex for purulent drainage. The drainage was cultured and grew entercoccus faecalis. The pt's symptoms continued and 2 days later was admitted to the hosp. The pt underwent an incision and drainage on the 4th day of hospitalization. The wound fluid was culutred and again grew entercoccus faecalis. The pt was discharged 5 days later. The medical record does not note any add'l treatments, but the surgeon stated that the pt was still being treated with IV antibiotics (per conversation in 2/2001). The start date for antibiotic treatment (keflex) was not provided.